Manufacturer narrative:
Results evaluations: the sample involved in this event has been rec'd and the investigation is in process. At the completion of the investigation, a follow-up report will be submitted.